Event description:
Harmonic tip lcsc5 loaded and torqued correctly. Refused to pass pre-test during set-up phase x 2. Tip replaced by new tip and new tip presented no problem. Faulty tip only on op. Field, but never used during patient's surgical procedure.